Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the issue was addressed during an outpatient visit the week of follow-up. It was ¿confirmed that there were no problems with the device, such as disconnection or other malfunctions.¿ it was noted that the patient¿s physician had also commented that the issue was not considered a malfunction. The cause of the issue remained unknown at the time of follow-up, however. It was reported that the patient¿s stimulation was functioning properly at that time. No further complications were reported or anticipated.

Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the stimulation was not effective. It was confirmed that, in group a only, adaptivestim was turned off for all settings from 1 to 4. It was communicated that stimulation was turned on, and instructions for adjusting the intensity were provided. Adjustment of intensity was to be performed while observing the condition. Discomfort due to the lack of perceived stimulation was reported, and it was advised that if improvement was not achieved through controller operation, consultation with a medical institution should be considered. The issue has not been resolved.